Event description:
Burned scars on the place where the product was used [thermal burn], [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. After the patient used the product they discovered burned scars on the place where the product was used. Pharmacist didn't have the product with her during the call. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned scars on the place where the product was used/burn on the back (burn blister) [burns second degree] , burned scars on the place where the product was used [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist. A 71-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. After the patient used the product, they discovered burned scars on (B)(6) 2018 on the place where the product was used. Pharmacist didn't have the product with her during the call. Upon follow-up received from regulatory authority bfarm (regulatory authority report number (B)(4)), the pharmacist further reported that the patient had burn on the back (burn blister) on (B)(6)2018. Description of event provided on (B)(6) 2019: 2 burn blisters of a 1 euro coin size, no lasting damage or scars, no surgical intervention was required, no treatment necessary, unknown if any (topical) medication was used at time of the event. Package was not available thus no lot. No. Or expiration date can be provided. She informed the local ha bfarm as appropriate. Thermacare had been administered before and well tolerated. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved on unknown date. According to the product quality complaint group: the root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november 2018 thru january 2019. Thermacare burn rate surveillance was included in management review on 23-jan-2019. In the most recent 6 month period (jun-dec 2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Follow-up (23jan2019): new information received from the contactable pharmacist via regulatory authority bfarm includes: regulatory authority report number, patient data (gender, age) and event details (burn on the back (burn blister)).follow-up (13feb2019): new information received from the same contactable pharmacist included: concomitant medication (none), and event data (onset date, and outcome).follow-up (20feb2019): new information received from the product quality complaint group included investigational results.

Manufacturer narrative:
The root cause category is non-assignable. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan- 2016 - jan- 2019 trending graph. Adverse events for burns show peaks in november 2018 thru january 2019. Thermacare burn rate surveillance was included in management review on 23-jan-2019. In the most recent 6 month period (jun-dec 2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Burned scars on the place where the product was used/burn on the back (burn blister) [burns second degree], burned scars on the place where the product was used [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. After the patient used the product, they discovered burned scars on the place where the product was used. Pharmacist didn't have the product with her during the call. Upon follow-up received from regulatory authority bfarm (regulatory authority report number: (B)(4), the pharmacist further reported that the patient had burn on the back (burn blister). Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (23jan2019): new information received from the contactable pharmacist via regulatory authority bfarm includes: regulatory authority report number, patient data (gender, age) and event details (burn on the back (burn blister).

Event description:
Burned scars on the place where the product was used/burn on the back (burn blister) [burns second degree], burned scars on the place where the product was used [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist received from regulatory authority (B)(6). The regulatory authority report number is (B)(4). A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. After the patient used the product they discovered burned scars on the place where the product was used. Pharmacist didn't have the product with her during the call. The pharmacist further reported that the patient had burn on the back (burn blister). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (23jan2019): new information received from the contactable pharmacist via regulatory authority (B)(6) (the regulatory authority report number is (B)(4) includes patient data (gender, age) and event details (burn on the back (burn blister).

Event description:
Event verbatim [preferred term] burned scars on the place where the product was used/burn on the back (burn blister) [burns second degree] , burned scars on the place where the product was used [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 71-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. After the patient used the product, they discovered burned scars on (B)(6) 2018 on the place where the product was used. Pharmacist didn't have the product with her during the call. Upon follow-up received from regulatory authority bfarm (regulatory authority report number 00797/19), the pharmacist further reported that the patient had burn on the back (burn blister) on (b(6) 2018. Description of event provided on (B)(6) 2019: 2 burn blisters of a 1 euro coin size, no lasting damage or scars, no surgical intervention was required, no treatment necessary, unknown if any (topical) medication was used at time of the event. Package not available thus no lot. No. Or expiration date can be provided. She informed the local ha bfarm as appropriate. Thermacare had been administered before and well tolerated. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved on unknown date. Additional information has been requested and will be provided as it becomes available. Follow-up (23jan2019): new information received from the contactable pharmacist via regulatory authority bfarm includes: regulatory authority report number, patient data (gender, age) and event details (burn on the back (burn blister)). Follow-up (13feb2019): new information received from the same contactable pharmacist included: concomitant medication (none), and event data (onset date, and outcome).